Event description:
It was reported that on the day this right ventricular (rv) lead was implanted, it presented loss of capture (loc) and when examined by x-ray imaging it was found to have had dislodged. When examined the lead was found to have had high pacing thresholds as well. The lead was re-positioned and remains in service with good measurements. No additional adverse patient effects were reported.